Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported that his programmer was not reading his movement/position and he got overstimulation in some position, as it was only reading when he was laying down. It was noted that the hospital recently moved the battery to the other side because it had flipped and now the programmer was off; the implant was moved 2-3 inches higher on the left and 4 inches to the left. The consumer was advised to contact the clinic as it seemed the implanted device needed to be reprogrammed for positioning. Troubleshooting reviewed that the programmer does not detect positions, it just reads the position from the implantable neurostimulator (ins) and the orientation with the ins may need to be checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.